Event description:
Additional information states that on (B)(6) 2020 tech services arrived onsite for driveline evaluation/repair. Tech services performed repair about 3" inches from the exit site. Perc lead replacement was performed . Post repair tethered patient on grounded patient cable without issue. The removed perc lead for analysis was returned.

Manufacturer narrative:
Correction. A segment of the percutaneous lead was returned only.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: superficial damage to the outer silicone jacket was observed during evaluation of the returned external segment of driveline from (B)(4). Review of the patient¿s submitted log files confirmed low speed operation and a pump stoppage; however, evaluation of the patient¿s replaced portion of the driveline from (B)(4) did not find damage that could have contributed to the events seen within the log file. The submitted log file contained data on (B)(6) 2020. The log file recorded pump stoppages and/or low speed operation events on (B)(6) 2020. The pump regained speed on its own and operated above the low speed limit through the remaining duration of the log file until (B)(6) 2020. The patient was operating on 14v batteries during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue, resulting from a phase to phase short. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline was covered in rescue tape from approximately 5.5 inches to 13 inches from the controller connector. The layers were carefully removed and the underlying wires appeared unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Evaluation of the returned portion of the patient¿s driveline did not reveal any issues that could have potentially contributed to the reported events captured in the log files. The account reported that the patient remains ongoing on ventricular assist device (vad) support on an ungrounded patient cable and no further related issues have been reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through log file analysis that patient had 6 pump stops and 12 low speed advisories on (B)(6) 2020. Speed drops were as low as 0 rpm. Additional information states that patient had no trauma but did report that bending forward would stimulate the alarm. Patient had no symptoms. It was also reported that patient had a perc lead repair on (B)(6) 2020, and will be monitored for further events.